Event description:
The reporter did not state the reason for the return of the personal alarm ii. There was no pt contact or injury reported. Inspection shows that the alarm had damage which could potentially cause the alarm to work intermittently. Note: this model has been discontinued by the j.t. Posey company as of 06/2004.

Manufacturer narrative:
Eval results - other: the alarms battery connectors inside the unit were damaged, the nurse call interface function failed and the custom voice message function failed inspection.